Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, broken off the end cap, damaged keypad overlay texture, minor scratched lcd window, broken reservoir tube lip and missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked due to being ran over by a car. Customer's blood glucose was unknown. Insulin pump would need to be replaced.